Manufacturer narrative:
(B)(4). The returned torque handle featured a heavy amount of superficial wear in the form of nicks and scuff marks on its surface. The device returned could not have its setting changed. No amount of force exerted by hand was sufficient to adjust the torque setting from the 80 in*lb torque setting. The device was submitted for torque testing and was found to be out of specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the torque handle not being able to have its torque setting changed and exerting excessive torque cannot be determined from the sample and the information provided. A potential root cause cannot be determined using the available information, though component breakage, wear to the internal components of the device over more than 10 years of service, rust, irregular maintenance, and lack of lubrication may be contributing factors. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Libertas: it was reported on august 30, 2019, torque wrench was found to be broken during reverse logistics audit of returned device at (B)(6). There was no patient involvement and no additional information is available.